Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged the pump was "acting by itself" and going through restart without pressing any buttons. No adverse event was reported. The alleged product was requested to be returned for product evaluation.